Event description:
It was reported that low battery alert is present and the cassette/tubing is leaking. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. The smiths tampered seal label was intact. Battery depleted, battery low with high pressure and no disposable were found in the pump's event history logs. The reported failures were not replicated. The root cause of the event could not be established. The microprocessor unit board and downstream occlusion sensor will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.